Manufacturer narrative:
Device evaluation summary: the sales representative visited the medical engineer and began ventilation on a test lung. The ventilator operated without any tone or abnormal sound. After several minutes, the exhalation valve tube of the circuit disengaged by accident, therefore it was observed that the pressure did not rise. The tube was connected again, but an abnormal sound was heard to be coming from the pump. Additional testing is required. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the ht70 ventilator powered off and stopped ventilation. When the ventilator was powered on again, a system error alarm was heard. The patient was transferred to an alternate ventilator with no patient harm.

Manufacturer narrative:
Additional code added to section h6 evaluation code result. Device evaluation summary: one pump/manifold assembly was returned to medtronic for further analysis. The reported symptom was unable to be verified as the pump did not cause a loss ventilation nor did the pump cause any system errors during the investigation. During the investigation a different symptom was found, the pump was found to have shredded bearings that caused abnormal noise when the pump was running. The pump assembly was installed into an ht70 test ventilator and was powered up passing the motor speed calibration. The ventilator was then power cycled to boot to the main screen and passed a circuit check. After this, the device was set to standard test settings and observed that during ventilation, a loud chattering noise was observed. After a visual inspection of the pump, black debris was observed under the linkage cover of the pump. Upon further inspection, the piston bearings were observed to be worn. The investigation found that the reported symptom could not be verified, but different issue was found. The cause of the reported event could not be established. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional codes added to section h6 evaluation codes method and result. Additional information received: the pcb (printed circuit board) was replaced by an authorized third party tokibo (tkb). If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.